Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to excessive axial play. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during the prime process. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.